Manufacturer narrative:
Concomitant medical products: 305c25, tissue valve, implanted: (B)(6) 2006; 507652, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic. The right ventricular (rv) lead exhibited post ventricle sensed t-wave oversensing (twos), some of which were properly categorized as ventricular oversensing, while others as non-sustained ventricular tachycardia. The lead remains in use. No patient complications have been reported as a result of this event.